Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device presented during a routine follow-up with a possible pocket infection; redness, heat and a protruding suture were evidenced within the pocket location. Cultures were taken to assist with identification. The device was later explanted with no evidence of visible infection. No replacement required as pacing percentages were deemed low. No return of product is expected and no information on culture analysis.